Event description:
A facility reports that during intraocular lens (iol) implant surgery, the surgeon noticed damage to the iol after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional info has been requested.